Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found signs of heavy usage on its overall surface. Additionally, device had nicked patterns on its electrical port and the red marker was faded. No other cosmetic anomaly was identified on the device surface. Nicks observed can be traced to improper handling or care, such as off axis assemblance with the e-connector, or by not using the cleaning cap of device, leaving the port unsecure and susceptible to contamination and/or to unintended forces applied over the device material. As for the fading condition, with information provided, a specific root cause cannot be established at this moment. A dimensional inspection was not performed since it was not applicable to the complaint condition. Functional test revealed undesired movement and play between the sasi clamp and sasi itself, but not between the saw-sasi clamp mechanism and the saw. Furthermore, functional test revealed that the e-connector could fully seat into the electrical port of the sasi, despite of nicks observed on the edge of the port. The issue related to the undesired movement has been escalated to a CAPA. The overall complaint was confirmed as the observed condition of the saw interface would have contributed to the complained device issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
Report 7 of 8 for (B)(4). It was reported that while using 4x robotic assisted saw interface device (sasi) left and 4x robotic assisted saw interface device (sasi) right along with a robotic assisted base station device, robotic assisted satellite station device and robotic assisted saw handpiece device, it was observed that the saw was consistently losing connection and a message reading saw not connected was displayed. It was reported that the device intermittently worked if the surgeon held down the connection between the saw and the robotic assisted saw interface device. According to the reporter, after enough connection failures, it was observed that the robot shut down entirely with a console failure error. It was reported that upon manually checking the robotic assisted saw interface devices in the sets, all seemed very worn and loose at connection point. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.